Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. This report is being filed to update the d2a common device name field.

Event description:
It was reported that this patient went to the hospital due to a shock being delivered involving this electrode. The device was interrogated and showed three recorded episode in the memory. One inappropriate shock, one untreated episode, and an episode of atrial fibrillation. A possible mechanical issue, electrode connection issue, or electrode integrity issue was suspected. During troubleshooting it was possible to reduce the noise during pocket manipulation in the secondary and alternate sensing vector. The device was reprogrammed to the primary sensing vector despite the presence of myopotential noise during exercise. Technical services (ts) reviewed the case and provided talking points and recommendations for troubleshooting. The electrode was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode will be returned for analysis. Upon analysis completion this investigation will be updated.

Event description:
It was reported that this patient went to the hospital due to a shock being delivered involving this electrode. The device was interrogated and showed three recorded episode in the memory. One inappropriate shock, one untreated episode, and an episode of atrial fibrillation. A possible mechanical issue, electrode connection issue, or electrode integrity issue was suspected. During troubleshooting it was possible to reduce the noise during pocket manipulation in the secondary and alternate sensing vector. The device was reprogrammed to the primary sensing vector despite the presence of myopotential noise during exercise. Technical services (ts) reviewed the case and provided talking points and recommendations for troubleshooting. Additional information noted that a revision took place and this electrode was explanted. The electrode will be returned. No additional adverse patient effects were reported.